Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal bupivacaine, unknown morphine, and fentanyl via an implanted pump non-malignant. It was reported that the patient¿s myptm app version number was 2.0.1700. It was reported 'probably about two weeks ago,' they noticed it was taking 3-5 minutes or so to connect to their pump to bolus. The patient stated it has been taking longer and longer since the issue started. The agent asked the patient if there was a screen that appeared when this happened, and the patient stated 'it's the screen equivalent of the hourglass. It stays in that circle with a bunch of lines for maybe 2-3 times longer than normal, but it will eventually complete the bolus, but last night it took like five minutes.' It was noted there were no codes/message screens that came up, but the screen had difficulties progressing. While on call, the patient mentioned they had an expected lockout of 37 minutes. The agent assisted the patient in clearing data from the app. The patient would monitor and call back for assistance as needed.